Event description:
Careflow midline has snapped at the tip and became lodged in the pt's heart by their pacemaker. Pt too unwell for surgical intervention.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.